Event description:
Additional information was received which noted that the issue was caused by the status of the patient's atrium rather than an issue with the performance of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture with no asystole noted. The patient had complained of dizziness and not feeling well. The p wave measurements were also low. The device was reprogrammed at that time. A revision procedure was subsequently performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.